Event description:
--

Event description:
Boston scientific received information that during a device replacement the right ventricular lead was attempted to be removed, however it was not possible to remove the lead out of the device header port. The setscrew of this device was loosened and pulled which resulted in the insulation near the distal electrode to stretch and inner coil to be exposed. The header was broken but the lead was still not removed. A new system was implanted on the opposite side. The right atrial lead was surgically abandoned while the right ventricular lead was severed and remained in the patient. The device was explanted and will be returned.

Manufacturer narrative:
Should additional information become available this investigation will be updated.

Event description:
Additional information recieved noted that the lead was returned. Upon analysis this investigaiton will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the proximal section of the lead was returned. Visual inspection noted setscrew marks on the terminal pin, the terminal pin had been extremely bent, puncture holes noted in the insulation as well as cuts in the terminal insulation. In addition the cathode conductor coils were stretched at the distal end of the terminal pin. The anode ring was separated from the lead and was not received for analysis. The lead passed continuity testing with the segment of the lead received. No other tests were performed. Laboratory analysis confirmed that the lead was stuck in the device header, but analysis could not determine the cause due to the damage on the header/lead.

Manufacturer narrative:
--